Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, and self tests. No software error detected alarm or hardware low level failure alarm were noted during testing; however, no software error detected alarm is found in the pump history file due to a software error, and hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No unexpected audio, vibrate anomaly, absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. Customer state that they were able to clear the alarm and able to rewind the insulin pump. Customer stated that self test was passed. The customer was advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.